Manufacturer narrative:
The actual device was tested and evaluated thoroughly. The device did alarm when the bag and IV line was emptied. The device did alarm air-in-line, but not at the specified bubble size. The pump software was upgraded, and the pump was retested and returned to the user. Zyno medical submitted an e-MDR (3006575795-2015-003) on 01/08/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusions, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
On (B)(6) 2015, (B)(6) from (B)(6) reported the following: "today at the (B)(6) location we had a patient whose pump did not alarm when air was in the line. When the pump alarmed that there was air in the line, the nurse went over to the patient and found that the line had air bubbles almost up to the patient. Both lines were completely empty. The line was discontinued and was replaced with a new line. At this point the patient reported that he had cough, diaphoresis, chest pain and shoulder pain. 911 was then called for this patient. The pump was then taken off the floor and your company was called." On (B)(6) 2015, (B)(6) from (B)(6) reported the following: "I just wanted to let you know the patient we spoke about yesterday and potentially received air via his IV device returned from the ER and received the rest of his chemotherapy treatment yesterday afternoon. He was diagnosed with a panic attack."